Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported during a vitrectomy procedure the sys displayed an error code. Surgeon plugged the eye while the system was being rebooted, the eye became hypotonic. After 45 mins of trouble shooting they were unable to clear the system message to complete the case, the case was aborted.